Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported the insulin pump alarmed button error. Customer's blood glucose was 142 mg/dl. Customer reported customer just got out of zumba and the device was on her sports bra, as a significant event that may have caused the device to alarm. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
The pump was received with intermittent button response due to corroded keypad traces. No button error alarm or moisture damage on electronic assembly or motor noted. The insulin pump has cracked case at display window corner, minor scratched lcd window and cracked reservoir tube lip.